Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the catheter was inserted for urinary incontinence to help heal bedsores. Leaks on sad in the geriatric department. Urine leakage was through the urethra and not outside the device. The patient's sad was replaced on the same day it was inserted.